Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 08594un13; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect stat troponin-I reagent list number 02k41, lot number 08594un13, was identified.

Event description:
The customer observed falsely elevated troponin results which were generated using the architect stat troponin-I assay. The customer indicated the following results (ng/ml): (the customer provided cut-off is 0.032 ng/ml) sid (B)(6): initial 0.033, retests 0.020, 0.033, 0.0000. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.